Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The customer swapped electrodes but that did not resolve the issue. The customer used a second device and had the same issue. The customer then used a third device and had the same issue. The customer was unable to defibrillate the patient. The customer advised that all the electrodes used were not OEM defibrillation electrodes. This report is for the first device used during the event. The patient did not survive, however the customer confirmed that the cause was due to an underlying medical condition of the patient.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section a2 of the initial medwatch report (reference MFR report #0003015876-2022-00176 indicates: age at time of event ¿(B)(6)section a2 of the initial medwatch report should indicate: age at time of event ¿(B)(6) physio-control was notified that the customer submitted a voluntary medwatch form (reference uf/importer report # 2100120000-2022-8002).

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The customer swapped electrodes but that did not resolve the issue. The customer used a second device and had the same issue. The customer then used a third device and had the same issue. The customer was unable to defibrillate the patient. The customer advised that all the electrodes used were not OEM defibrillation electrodes. This report is for the first device used during the event. The patient did not survive, however the customer confirmed that the cause was due to an underlying medical condition of the patient.

Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker downloaded the electronic records from the device and verified the reported issue, however the root cause could not be determined.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The customer swapped electrodes but that did not resolve the issue. The customer used a second device and had the same issue. The customer then used a third device and had the same issue. The customer was unable to defibrillate the patient. The customer advised that all the electrodes used were not OEM defibrillation electrodes. This report is for the first device used during the event. The patient did not survive, however the customer confirmed that the cause was due to an underlying medical condition of the patient.